Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and competitor's right atrial (ra) lead displayed a low out of range pacing lead impedance. The cause of the out of range measurement was not determined, and all other impedances measurements were stable around 300 ohms. P-waves were normal and there was no oversensing noted. Additional information indicated that this device was explanted due to elective replacement indicator (eri). No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The field observation was not able to be confirmed.